Event description:
While removing an umbilical venous catheter (uvc) from the umbilical vein, the catheter "suddenly snapped" or tore, at the 9 cm site, leaving about 1 and 1/2 cm above the umbilical base. It was immediately clamped, to prevent further migration into the vasculature. The remaining (clamped) catheter was removed from the patient about an hour later when adequate coagulation had been assured, without known injury to the patient. The original packaging is unavailable for further identification of the lot#.

Event description:
Caller reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, 267 mg/dl and 219 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.